Event description:
Info rec'd indicates the CPR function is not working on the bed.

Manufacturer narrative:
The technician found the CPR valve was aged and damaged on the top of the plunger. He replaced the CPR valve to repair the bed.